Event description:
It was reported that during an unknown procedure, the rotating knob did not work. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. \ articulation band. The analysis showed that the atg45 device was received with the left articulation mechanism damaged. The device was received with a tr45g cartridge reload and partially fired 1/10 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with the returned reload in the straight position. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and the left articulation band was found broken. While no conclusion could be reached as to how the articulation band became damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).